Event description:
The system was removed due to impending pump battery depletion and catheter malfunction. The nature of the malfunction was not specified. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.